Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was/was not verified. The device was found out of specification in relation to the customer reported upstream occlusion which was not reproduced. A review of the event history log identified upstream occlusion messages. The cause was determined to be failed ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an upstream occlusion issue. There was no known patient injury or medical intervention associated with this event. No additional information is available.